Manufacturer narrative:
The customer¿s report of tpn dripping from the tubing and a small hole in the portion of the tubing that remains in the pump during administration was confirmed. Visual inspection under magnification observed a slight tear on the silicone segment tubing located approximately 0.2535 inches below the set¿s upper fitment. The tear measured approximately 0.0215 inches long. No crush marks or tool marks were observed on the silicone segment around the tear location or the upper fitment. Functional and pressure testing was performed; drops of blue dyed water were observed to be flowing out of the location of the tear on the suspect primary set. The root cause of the leak was a small tear in the set¿s silicone segment tubing. The cause of the tear was not identified.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the patient's tpn was found to be dripping from the tubing onto the floor. After inspecting the tubing there was a small hole found in the portion of tubing that remains in the pump during administration. The hole was found at the top of the pumping segment. The infusion had been infusing for approximately 22 of the 24 hours when this was noticed. There was no report of patient harm.